Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra 2 meter would not power on. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient stated the alleged power issue started the evening of (B)(6) 2013. The patient manages her diabetes with insulin (unknown type, self-adjuster) and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The patient denied developing any symptoms; however, she stated she went to the emergency room (ER), the morning of (B)(6) 2013, and her blood glucose was tested and obtained a result of ¿488 mg/dl¿ with the ER/hospital meter. The patient claimed she received insulin (lantus, 12 units) from a health care professional (hcp). At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (04/08/2014). The patient¿s meter has been returned and evaluated by lifescan product analysis on 3/24/2014 and 3/31/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 02/14/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Based on statistical methodology the calculated difference between these glucose results meets the expected value of less than or equal to 30%.